Event description:
It was reported that cardiac tamponade occurred during an atrial flutter ablation for the right atrium isthmus near the ivc. It was observed that the pt's blood pressure decreased from 120 to 70. Drainage was performed and the bleeding was stopped. The pt became clearly conscious and was in stable condition. The prognosis for the pt was satisfactory. The physician indicated that there was a possibility that the excess ablation had caused the cardiac tamponade.

Manufacturer narrative:
(B) (4). It has been reported that the catheter was discarded and will not be returned to biosense webster for analysis.